Event description:
It was reported that the extravascular (ev) lead previously exhibited noise/oversensing on stored non-sustained ventricular tachycardia and monitored ventricular tachycardia (vt) episodes. Later, while the patient was cycling, it was reported that some occasional ev lead noise was noted prior to ventricular fibrillation (vf) detection, and there was some intermittent undersensing during the episode; however, the vf was appropriately detected. After a shock was delivered, there was a noisy signal, but it recovered, and the episode terminated. However, p-waves started to increase, which eventually led to a new vf detection, and the patient received an inappropriate shock. It was indicated that the ev implantable cardioverter defibrillator (ICD) algorithm designed to reduce the potential for inappropriate shocks did not discriminate correctly. Reprogramming was conducted, and the ev lead and ev ICD remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated extravascular oversensing of p-waves. Analysis of the device memory indicated oversensing. Analysis of the device memory indicated undersensing. The device memory indicated inappropriate delivery of ventricular tachyarrhythmia therapy. Analysis of the device memory observed noise on the electrogram waveforms. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.